Event description:
It was reported that during disinfection of the device, one wheel of an ak98 machine was not "working properly and came off a few days later". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated on site a baxter qualified technician. Upon visual inspection, it was observed that the plastic moulding where the wheel should be seated was damaged. Additionally, three (3) photographs of the sample were provided for evaluation, confirming the wheel disconnection from the machine's foot unit. The most probable cause was due to a damage occurred during use, probably because of a frequently hit obstacle. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.